Manufacturer narrative:
During a follow up call on (B)(6) 2016, it was reported that the customer was able to load a new cartridge successfully. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. The customer's blood glucose level was not impacted. As the customer did not have any additional supplies during the time of the call, the customer indicated backup method of insulin delivery would be used.